Event description:
It was reported that the pt was explanted due to a device failure caused by a head trauma. The date of explantation has not been reported.

Manufacturer narrative:
The device has been explanted and should be returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.